Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: cp1a.260405.005 hardware: pixel 9 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention for hypoglycemia and loss of consciousness on (B)(6) 2026. The patient's blood glucose levels declined to 31 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient experienced hypoglycemia due to an input error, inadvertently entering a 15-unit insulin bolus instead of 15 grams of carbohydrates into the device. The patient attempted to self-treat with orange juice but became nauseated and began vomiting, eventually losing consciousness. The patient was treated with intravenous glucose and ondansetron (zofran) once blood glucose levels improved. The patient declined to go to the ER. As a preventive measure, the bolus limit on the patient¿s device was adjusted to 8 units.